Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.

Event description:
During a procedure on an atrial septal defect, the gooseneck snare was advanced into the pt with no problems. The physician attempted to snare a septal occluder, but it slipped off after the 1st attempt. While trying to re-snare, the physician noticed that the marker band broke off the gooseneck snare. The physician pulled the snare out and advanced a larger snare. Upon advancing the new snare, the physician noticed the marker and from the first gooseneck snare was lodged in a small vessel in the liver. The physician took a picture of where the marker band was lodged in the liver and decided that the vessel was too small to try and retrieve the marker band. The physician then decided that there would be no detriment to the pt if the foreign body was left in the liver. No injury to the pt reported.